Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead dislodged after implant. Technical services (ts) advised amplitude has decreased, pacing impedance measurements have dropped but remain within normal limits and capture thresholds have increased. Ts suggested an x-ray be completed and a revision if required. Additional information was requested but not provided at this time. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead dislodged after implant. Technical services (ts) advised amplitude had decreased, pacing impedance measurements had dropped but remain within normal limits and capture thresholds had increased. Ts suggested an x-ray be completed and a revision if required. Additional information provided an x-ray confirmed the rv lead was dislodged. A revision procedure was completed. The patient will continue to be monitored. This rv lead remains in service. No additional adverse patient effects were reported.